Event description:
Clinical study: during a coronary artery drug eluting stenting treatment procedure, damage to the stent occurred. The index procedure treated 2 target lesions. Target lesion 1 was located in the left posterolateral (lpl) artery and was greater than 20 mm in length with heavy calcification. The physician attempted to implant a taxus express2 2.75 x 24mm drug-eluting stent to target lesion 1, but during stent implantation, the stent didn't move in the right circumflex artery. While pulling the stent back into the guiding catheter, the stent was damaged. The procedure was completed using two 2.75 x 12mm stents in target lesion 1 and a 3x12 stent was placed in target lesion 2, the left anterior descending artery. Post implant, the target lesions had less than 30% stenosis and a timi 3 flow. The pt was discharged 2 days post index procedure receiving aspirin and thienpyridine antiplatelet medications.